Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had persistent bacteremia. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, ipg, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.